Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the sc2100_ao system console. The reported condition of displaying e2 and e6 error could not be confirmed. The device met all specifications and no problems were noted. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received form the us reported that during a case the representative noticed that the console was operating at 45k rpm and asked the surgeon to ensure that they were fully depressing the foot pedal. The console continued to read 45k rpm and the next time that the surgeon tried to use the drill and e6 error message displayed on the console. The rep thought the cutting burr might be assembled incorrectly, so they disassembled, restarted and the device was operating at 45k again. Next time the surgeon tried to use the device an e2 error message displayed on the console and the device would not run at all. They disassembled, restarted the device but it still would not run. The device was used in surgery. No patient injury occurred. There was no additional information provided.